Event description:
It was reported by a customer in the USA that, during patient use, the 840 ventilator keyboard was unresponsive. There was no reported patient injury.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the malfunction. The cse replaced the keyboard assembly to resolve the issue. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).